Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the ipg was tipping out. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.